Event description:
It was reported that the patient had been transported to the emergency room (ER) by ambulance due to hypoglycemia. The patient's blood glucose levels dropped to 28 mg/dl. Due to misplacing his personal diabetes manager, patient was using manual insulin injections and over-delivered himself insulin (last injection was 40 units). The patient lost consciousness and was unresponsive; in the ER, he was treated with "something to bring (his) sugar up" and was released after 8 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.